Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Electrical measurements revealed high lead impedance due to that the helix was retracted and clogged with dried blood. Normal lead impedance was measured when the helix was in extended position.

Event description:
It was reported that there was high impedance that measured greater than 3000 ohms. There was no egm on psa. The lead was not implanted.